Manufacturer narrative:
The device was evaluated by an authorized service provider (asp), who found that the device had an interface issue that prevented it from treating the patient. There was interference in the EKG function that resulted in a failure to shock event. The reported issue was resolved by exchange to another device. It has been concluded that no further action is required at this time.

Event description:
It was reported the device showed obvious interference, and defibrillation was unavailable. Another defibrillator was provided and used to treat the patient, and there were no adverse events or injuries reported as a result of the exchange. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone: (B)(6). Reporter phone:(B)(6).

Event description:
It was reported the device showed obvious interference, and defibrillation was unavailable. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. Additional details have been requested.